Manufacturer narrative:
The failure investigation has been completed and the alleged load fill tubing issue could not be verified. Based on the analysis, the alleged occlusion issue was verified in the pump logs; however, no failure was identified.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Customer was using off label insulin at the time of the event. Additionally, it was reported that an occlusion alarm occurred. Multiple supply changes were performed, and ultimately the customer reverted to an alternate method of insulin therapy. The customer¿s blood glucose level was 250 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. The pump user guide states not to use any other insulin with this system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system.